Event description:
This patient was randomized to the registry for one-vessel disease. A staged procedure was not planned. The indication for the index procedure was unstable angina pectoris. The target lesion was the distal left anterior descending. The vessel was a native coronary artery. The reference vessel diameter was 2.5mm. Lesion length was 33 mm. Pre and post procedure stenosis was 90 and zero percent. Timi flow pre and post-procedure is unknown. The lesion was de novo and classified as type b1. Predilation was performed using a 2.0 x 30 mm balloon at 12 atms. A stent was deployed at 12 atms with satisfactory results. Post dilatation was not performed, however a small dissection occurred requiring implantation of a second stent. Post dilatation was performed with a 3.0x20mm balloon at 15 atms. This event was reported as unrelated to the cordis devices and as unlikely related to the index procedure. The second lesion was at the circumflex. This lesion was treated uneventfully using a third cypher select plus stent. Ivus was not performed. Two days later the patient developed chest pain and was brought to the cath lab again. A coronary angiogram was performed and all stents were confirmed as patent. The patient was discharged on 325mg aspirin, 75mg clopidogrel, statins, ace-inhibitors, and beta-blockers. During the one-month follow-up the patient remained asymptomatic and compliant with the antiplatelet regimen.

Manufacturer narrative:
Please note: device is distributed the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.